Event description:
Patient was revised to address ongoing infection. Update: (B)(6) 2013 - patients medical records were received. Records indicate the patient was revised on (B)(6) 2012, to address bursitis and wound drainage. Upon revision fretting and corrosion was noted on trunninon of the femoral component. The metal insert was removed. The patient was reimplanted on (B)(6) 2012, at which time the femoral head was removed. Records indicate there was osteolysis noted in the hip along with grayish grumous/caseating type material. Liner: doi: (B)(6) 2006, dor: (B)(6) 2012. Head: doi: (B)(6) 2006, dor: (B)(6) 2012. Stem: doi: (B)(6) 2006, dor: not revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.